Event description:
The reporter stated that the surgeon inserted a aq2003v three piece silicone lens. The lens haptic tore upon insertion into the eye. The incision was enlarged to remove the lens. No suture was required. Surgery was completed with another lens.